Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., h.11. The lens was returned on a piece of gauze in a bag inside the carton. The lens case was also returned. Viscoelastic and possibly blood was dried on the lens. One haptic was broken/torn at the optic/haptic junction area. The other haptic was broken possibly cut distal area. The optic was cut from the edge to the center, typical of removal. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified associated products were used. The lens was returned and one haptic was broken/torn at the optic/haptic junction area. The other haptic was broken possibly cut distal area. The root cause for the damage could not be determined. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, the surgeon noticed the haptic was found torn (damage to the iol loop) when inserted in the eye. The lens was explanted during initial procedure. The procedure was completed on same day using unspecified replacement lens. Additional information was requested.